Event description:
It was reported by the pt that following an anterior repair procedure in 2008, the pt experienced pain and cramping at the site where the material was placed. The pt stated that the mesh appears to be breaking apart. The pt stated that she met with the dr two weeks ago. The pt stated that the mesh was fraying at the vaginal incision. The pt stated that she could feel the mesh during urination. The pt stated that the dr prescribed premarin vaginal cream and a vaginal antibiotic gel that she has been using for the last four weeks. The pt stated that she was seeing the dr on four months later. The pt stated that the dr told her that the mesh was sticking through the incision, and that he would be doing an additional surgical procedure to treat her. The procedure has not been scheduled. The pt will not allow MFR to contact her dr.

Manufacturer narrative:
The lot number is unknown; therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.